Event description:
It was observed during the device evaluation that the gastrointestinal videoscope had foreign objects on the plastic distal end cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Since the provided information did not indicate whether the user conducted reprocessing in accordance with the instructions of use (IFU), we could not specify the cause of the foreign material remaining in the device. The event can be detected/prevented by following the instructions for use, which state: IFU states the detection method in the gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in the gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.